Event description:
It was reported that a catheter break occurred. The target lesion was located in the vessel of the liver. The patient was brought in for a drain exchange of a previously implanted flexima drainage catheter from 2 week earlier. However, it was noted that the drain had broken near the hub. The broken flexima drainage catheter was successfully exchanged for a new device, same model. No patient complications were reported.

Event description:
It was reported that a catheter break occurred. The target lesion was located in the vessel of the liver. The patient was brought in for a drain exchange of a previously implanted flexima drainage catheter from 2 week earlier. However, it was noted that the drain had broken near the hub. The broken flexima drainage catheter was successfully exchanged for a new device, same model. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned for the analysis. It is possible to observed that the device was detached, moreover the suture was detached. Based on analysis of the returned product, the reported allegation can be confirmed, due to the found issue during product analysis.